Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change out externalized conductor was noted on the capped riata lead under fluoroscopy. Externalized wire was partially detached from the lead and looped in the pulmonary artery. Further actions will be discussed with the physician.

Event description:
New information received indicates that the lead was scanned under fluoroscopy. The lead was explanted and replaced due to loose conductors, without adverse consequences. The patient was stable during a post-op follow-up.